Event description:
It was reported and learned through investigation that a patient with a 21MM 11500A aortic valve underwent the valve-in-valve procedure after an implant duration of 5 years, 9 months due to leaflets calcification and HALT. The patient presented with shortness of breath. The TAVR was performed with a 20MM 9755RSL valve. The patient tolerated the procedure well.

Manufacturer narrative:
H10: Additional Manufacturer Narrative:The subject device is not available for evaluation, as it remains implanted in the patient.The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.